Event description:
Boston scientific crm received information that during the implant of this implantable cardioverter defibrillator (ICD), when the leads were connected and the device was placed in the pocket, atrial noise and high atrial impedances of greater than 2000 ohms were noted. The lead was lead reconnected, and all subsequent measurements were normal. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.